Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received of the error message, "sensor ended", when scanning the adc device. As a result, the customer experienced feeling cold, shaking, trembling, nausea, and was about to pass out. A blood glucose test of 50 mg/dl was obtained on an unknown device and the customer was provided juice for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.